Event description:
It was reported that the implantable cardiac monitor (icm) showed false pause episodes caused by under sensing of diminished r-waves. The icm was already programmed to the most sensitive setting. Since the icm was just implanted hence, the icm continues to be monitored. The patient had no consequences.